Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What data matrix is presenting issues on reading (cecco box, individual envelope)? Is any information on the box or envelope illegible or conflicting? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and suture was to be used. It was reported that the data matrix information code cannot be read after the lot number. There was no reported patient consequence. Additional information has been requested.